Manufacturer narrative:
The device was received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. The device was received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded motor home switch. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the backside from the front the right on the side and also had broken force sensor was detected during seating or regular delivery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.